Event description:
It was reported that during a robotic laparoscopic inguinal hernia repair procedure, while changing the instruments, noticed that the energy shaft on the monopolar curved shears was broken. The surgery was done with the same monopolar curved shears, and nothing further was done to resolve the issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and a provided image. One image was received for evaluation. The image depicted a monopolar curved shears with a disengaged plug. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. Microscopic inspection noted multiple indentations in the yoke of the jaws. There was no damage noted to the drive cables. The energy plug was not seated properly. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the monopolar curved shears was read with no observed failures. The housing was opened and the plug holder slot on the chassis was noted to be damaged. The blue energy wire remained connected to the cover with the insulation tubing present. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a disengaged plug. Additionally, the investigation identified an unreported condition of indentations in the yoke. However, the most likely cause for this condition could not be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia repair procedure, while changing the instruments, scrub nurse noticed that the energy shaft on the monopolar curved shears(mcs) was broken. The surgery was done with the same mcs, and nothing further was done to resolve the issue. There was no patient injury.